Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard audible alerts from the implantable cardioverter defibrillator (ICD). A check on the device shows intermittent high and varying impedance on the right ventricular (rv) coil of the rv lead. The lead was reprogrammed. The lead had a confirmed fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.